Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) shifted midline causing discomfort to the patient. The doctor moved the ins back to its original position and sutured it down with 2 sutures utilizing the suture loops on the ins. It is unknown if there were any factors that may have led or contributed to the issue. The issue was resolved.